Event description:
An rf 3000 radiofrequency generator was being used for a therapeutic ablation. Following the procedure, it was noted that the pt had rec'd second and third degree burns on their upper thighs where the grounding pads were attached.